Manufacturer narrative:
Device evaluation of monitor has been completed by engineering. The reported problem (resets) has been confirmed. Upon investigation the monitor reset during a pulse test. The cause for the failure was isolated to defective t2 transformer on the defibrillator pca. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the defective equipment. Device evaluation of monitor sn (B)(6) has been completed. The reported problem (resets) was confirmed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. The root cause for the reset has not yet been identified. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was resetting. A us distributor reported that a monitor was resetting.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets) was confirmed. During pulse testing the monitor delivered a low-energy pulse and then reset. The cause for the failure was isolated to the defibrillator pca. The root cause for the reset has not yet been identified. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was resetting.